Event description:
It was reported that there was a pump alarm. The cassette was removed and reattached with no further issues.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. No serial number was provided therefor no device history report (DHR) review could be completed.